Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, the rv lead could not be inserted into the sheath. The lead was removed and a new lead was implanted. The procedure was completed without any adverse consequences to the patient. The patient was stable.